Event description:
The suture was used during a total knee procedure. Reportedly, the patient returned for a post-operative exam, and had an infection. The hospital has reported no patient injury occurred.